Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The sheath was returned to edwards lifesciences for evaluation. During visual analysis it was observed that the dilators were inserted inside packaging tube, but the sheath was not, and a thin film was observed inside the flush tube. After visual inspection, the flush tube was cut by engineering and submitted for chemical ftir testing. The test results revealed that the ir spectrum of the clear liquid found inside the flush tube showed similar absorption characteristics to silicone like material. Due to the nature of the complaint, there are no relevant dimensional or functional analysis to be performed. The complaint for flush tube ¿ particulate, contamination was confirmed through ftir testing. The ftir test results revealed that the ir spectrum of the clear liquid found inside the flush tube showed similar absorption characteristics to silicone like material. Per the manufacturing procedure, medical grade silicone is injected into the seals of the sheath housing during manufacturing to help facilitate device insertion. It is possible that silicone could have gotten into the flush tube near the flush tube and housing bond and then been perceived as ¿liquid/air bubble.¿ when silicone is applied to the seals of the esheath housing, it is possible for it to migrate into the flush tube over time. However, there is insufficient information to determine a root cause. During manufacturing, the edwards esheath is both visually inspected and tested several times throughout the process. During flush tube bonding to the stopcock and housing and during pouch packaging, the components were 100% inspected for embedded particles, loose particulate matter, surface fluids, burns, and stains. The flush tube and stopcock were bonded. The flush tube and sheath housing were bonded and 100% inspected. 100% inspection of flush tube bonds is performed by verifying the assembly is oriented correctly, ensure tubing is not occluded, and inspect for cleanliness. During the final inspection, the esheath underwent 100% inspection for the following: stopcock orientation, and flush tube occlusion. During packaging, silicone fluid was applied to the esheath housing seals. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for flush tube ¿ particulate, contamination was confirmed through ftir testing. No manufacturing non-conformances were confirmed in the returned sample. The ftir test results revealed that the ir spectrum of the clear liquid found inside the flush tube showed similar absorption characteristics to silicone like material. Based on the device history review (DHR), lot history, and complaint history review, there is no evidence to confirm a manufacturing non-conformance contributed to the complaint. A review of the manufacturing mitigations in place supports that the sheath has proper inspections in place to detect non-conformances related to the reported event. There is insufficient information to determine a root cause. No labeling or IFU inadequacies were identified and review of complaint history revealed that the occurrence rate does not exceed the september 2018 control limit for the applicable trend category. Awareness training for application of silicone fluid was performed for operators. Medical grade silicone lubricant on the seals in the sheath housing is a normal part of the manufacturing process, on occasion if applied in excess, it can drain to the flush tube. The potential for the silicone to enter the patient/bloodstream and cause injury is remote. During the device evaluation, the reported ¿liquid/air bubble¿ was confirmed to be silicone. It was determined that this event does not meet the criteria of a reportable event. Therefore, a corrected MDR is being submitted.

Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), a 14fr esheath was unboxed to be prepped. Immediately after unboxing and before flushing, liquid and an air bubble was observed inside the esheath system port. The esheath was immediately discarded and another one was used in its place. No harm came to the patient as the esheath never left the crimping table.